Manufacturer narrative:
One level 1 hotline 3 blood and fluid warmer was returned for analysis. The pcb and power switch were observed to be outdated. A crack to the enclosure was noted, wear to the front cover, line cord and block assembly were all noted upon visual inspection. The tank was filled with water, the line cord was plugged in and was switched to power on; confirming complaint of overtempt alarm. It was found that the unit was out of calibration and the overtempt needed to be reset. Based on the evidence, the complaint was confirmed. The root cause was found to be from the age and condition of the device.

Event description:
Information was received indicating that an overheating temperature alarm occurred to a smiths medical level 1 hotline 3 blood and fluid warmer. There were no reported adverse effects.